Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump alarmed and had red screen. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found the tamper seal missing. There was no evidence of the error or reported problem recorded in event history log. The reported problem was not duplicated during occlusion testing and the pump was found to operating properly . No cause was found, the reported issue was not verified and thus no corrective action was taken. The root cause of the reported problem was unknown. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review is not required. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
Additional information received on 01-sept-2022 via email and attached in complaint object: all issues with these devices were found during testing at our facility. No patient involvement was indicated at the time the pump was received at our facility for repair and recertification. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: catalog number: 21-2120-0104-01 d4: correction: model number: 2120.